Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one week after being implanted, the right ventricular (rv) lead exhibited high thresholds and oversensing. Upon replacement of the rv lead, it was noted that the right atrial (ra) lead experienced oversensing noise. The ra and rv leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed no anomalies were found. If information is provided in the future, a supplemental report will be issued.